Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The monitor and cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
Reported that the etrak 2500l system's monitor was white with no display rendering the system non operational